Event description:
It was reported that a user on ilet for three days experienced hyperglycemia after an announced soup meal, with a fingerstick glucose of 361 mg/dl; the caregiver reported a recent infusion set change using an inset, and the cannula appeared straight. Symptoms included elevated blood glucose. Outcomes included no reported injury, no loss of function, and no hospitalization. Investigation included troubleshooting and education regarding early pump adaptation and infusion set replacement. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with early therapy adaptation and potential infusion site or absorption variability without evidence of component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.